Event description:
It was reported that a spectrum iq pump alarmed nuisance downstream occlusion during patient infusion. Further described as ¿the patient¿s line was not kinked and flushed easily, so the infusion was resumed. The pump continued to alarm for a downstream occlusion. The IV tubing was changed, but the alarm persisted. The IV site was changed with the same downstream occlusion alarm. This was a primary infusion. The pump was then replaced, and the fluids infused without difficulty¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant downstream occlusion alarm" was not reproduced. The device was tested for downstream occlusion testing with passing results. A review of the event history log revealed frequent downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a crack in the force sensor flex. The force sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.